Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with manual syringe and insulin pump. The customer stated that they received bolus not delivered. Customer reported that insulin exited at the quick release. Based on customer report customer did not allege insulin pump was under delivering. The self test and high pressure test are performed and both are passed. The insulin pump will not be returned for analysis.